Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was down between 45 mg/dl and 50 mg/dl after dinner, and that she turned the insulin pump off after her blood glucose descended to 33 mg/dl. The customer's doctor believes that the lows were caused by the insulin pump being played on odd areas of her body. No troubleshooting occurred, and no products were returned or replaced.